Manufacturer narrative:
Cot serviced by (B)(4).

Event description:
It was reported that the cot dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.